Manufacturer narrative:
Concomitant medical product ; other relevant device(s) are: product ID: v amf4242c150tu, serial/lot #: (B)(4), ubd: 14-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient as part of a clinical trial for the valiant mono lsa stent graft system on for the endovascular treatment of a 55mm fusiform aneurysm. It was reported that an undetermined endoleak was observed on the patients discharge CT approximately one month post the index procedure, on the 2-month follow up CT and again on the 12-month follow up CT. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.